Manufacturer narrative:
Initial and final MDR 1879907 - MDR 3003442380-2024-06358 - device 5 of 6

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported the patient faced a kinked cannula from on (B)(6) 2024. Moreover, the issue occurred with six similar types of infusion set used for six hours at the longest and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.